Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had experienced pulsating sensation whenever she sat down or stood up and it was at her implant site. The patient reported that the pulsation was the length of another battery to the left and the right of the actual implant. It was noted that it had been occurring intermittently. It happened 3-4 times every 1.5 hours. The patient also indicated that only one thing she had done differently lately and it was starting her new job a month prior which she had to carry heavy boxes and lifting large boxes had not bothered her. The patient mentioned that she had vertigo that had been affecting the pulsating as well. Additional information received from the consumer via the company representative (rep) reported the patient had felt shocking at the ins site and frequency was 4x/hour for 5 minute durations. The patient could not walk since she noticed the left leg got stiff during the incident. Electrode and group impedance tests were performed and all settings were within range. The patient turned off stimulation and the reported issue had not been resolved. It was further noted that surgical intervention had occurred and more details would be provided pending post-surgical consultation.

Event description:
Patient reported that the previous implant was replaced because they were having issues with their implant and the issue began between (B)(6) 2016. Patient stated they were diagnosed with a lung condition that required them to use an oxygen tank and the oxygen tank kept banging against the implant and patient kept getting shocked. Patient noted the implant was literally sending a pulsated shock in the implant and it was painful. Patient stopped using the oxygen and they were much better but they were scared of not being able to feel their foot when they were walking. Patient mentioned the surgery was rushed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.